Event description:
It was reported that during an a-fib procedure, following a transseptal puncture the patient experienced a slight pain in the heart. The physicians suspected pericardial effusion, which was confirmed later on. The procedure was interrupted. The physicians did not think that the possible tamponade was due to any of the biosense products malfunction used in the procedure. No medical intervention was performed or required. The patient had fully recovered. The adverse event was stated to be possibly procedure related.

Manufacturer narrative:
Since no lot number was provided, no device history record could be performed.(B)(4).

Manufacturer narrative:
The ablation catheter for this adverse event was ez steer thermocool sf nav. This adverse event was already reported under MFR report # 2029046-2012-00116 dated 08/10/2012. Since no lot number was provided on any of these catheters, no device history record review could be performed. Concomitant product: the lasso 2515 nav variable catheter initially stated was the concomitant catheter used during the procedure. (B)(4).